Event description:
Per information provided by patient¿s attorney and review of patient medical records: (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of kugel hernia patch (device #2) and explant of patch (device #1). Per operative notes, "the seroma overlying the mesh was encountered, and was drained. The mesh was dissected and the distal end of mesh was resected. The previously placed kugel patch was seen and placed overlying the musculature. There was a mass of bunched up mesh in the inferior portion of old patch (device #1) which was excised. A kugel patch (device #2) was secured using sutures." (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, "the superior most piece of mesh had migrated slightly to the right of midline. Between the mesh there was some herniated omentum. The omentum was dissected, the superior part of mesh (device #2) was removed and the defect was closed using a piece of synthetic mesh (proceed) and sutured." (B)(6) 2006 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of collamend mesh (device #3) and explant of meshes. Per operative notes, "the two pieces of previously placed meshes (device #2), which had a piece of herniated omentum were removed. A piece of collamend mesh (device #3) was placed and sutured." (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #4) and removal of mesh (device #3). Per operative notes, "there were significant amount of adhesions in the upper abdomen was taken down. The previously placed mesh had pulled apart from abdominal wall and a loop of omentum had superimposed between mesh and abdominal wall, this were taken down. A composix l/p mesh (device #4) was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralight st mesh (device #5). Per operative notes, "the old scar was excised from abdomen to above umbilicus. The defect was repaired using a ventralight st (device #5) was sewn circumferentially using sutures." (B)(6) 2012 - patient was diagnosed with seroma. (B)(6) 2012 - patient was diagnosed with wound infection, and abscess cavity thereby underwent drainage. Per operative notes, "the wound was opened, the abscess cavity was seen and purulent material on top of the mesh (device #5). The wound was irrigated and closed." (B)(6) 2012 - patient was diagnosed with infected mesh thereby underwent open repair with removal of meshes (device #4, #5), component separation and implant of biologic mesh for hernia defect. Per operative notes, "the infected mesh (device #5) was removed completely. Another piece of previously placed mesh (device #4) was seen more superior in right side of abdomen well incorporated was removed. Two biologic meshes was placed a resultant hap in posterior fascia due to removal." (B)(6) 2016 - patient was diagnosed with multiple recurrent ventral hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, "the hernia was repaired by trimming a synthetic mesh and secured with sutures. A initial mesh was removed." Attorney alleges that the patient had abscess, adhesions, mesh migration, infection and hernia recurrence. It was also alleged that the mesh had migrated slightly to right of midline, herniated omentum between two previously placed hernia patches, infected mesh.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, post implant of kugel patch, patient was diagnosed with hernia recurrence, seroma, mesh deformation thereby underwent repair with mesh removal. Per op notes, "mass of bunched up mesh". The instructions-for-use supplied with the device list hernia recurrence, seroma as a possible complication(s). No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the kugel patch (device #1). An additional supplemental emdr's were submitted to represent the kugel patch (device #2), composix l/p mesh (device #4), ventralight st mesh (device #5) and additional emdr was submitted to represent the collamend mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.